Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned guide wire. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire was returned fractured 315.5 cm from the proximal end. Detailed analysis of the guide wire fracture found excessive rotational wear on the core at the fracture site. Additionally, there is evidence that the fracture occurred while spinning under an elevated stress condition. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance or wire bias which compresses the guide wire into a bent/buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply), h10.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified, 90% stenosed right coronary artery (rca). The viperwire guide wire was used to cross the lesion and was advanced to the distal rca. The oad was used to cross on glideassist mode. However, after feeling resistance, the oad was switched to low speed with forward treatment. This allowed for successful crossing of the lesion. Due to the tightness of the stenosis, the treatment caused the patient's blood pressure to drop, which led to discomfort. Therefore, the physician limited each treatment to 5 to 10 seconds, and prolonged rest intervals, proceeding with great caution. After approximately 10 low speed treatments, the critical segments in the patient's anatomy were adequately modified. However, during the final low speed backward treatment, the oad suddenly fractured at the proximal connection of the oad crown. In addition, the viperwire fractured in-vivo. The fractured portion caused a mild perforation, but the patient remained stable. A covered stent was deployed to seal the perforation and capture the fractured components. The procedure was successfully completed. The patient was in stable condition. The blood pressure dropped due to the lesion being very tight and the oad crossing the lesion. It was unknown what led to the oad and viperwire fracture, they both happened simultaneously. In the physician's opinion, the long term risk to the patient was believed to be minimal.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The oad referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified, 90% stenosed right coronary artery (rca). The viperwire guide wire was used to cross the lesion and was advanced to the distal rca. The oad was used to cross on glideassist mode. However, after feeling resistance, the oad was switched to low speed with forward treatment. This allowed for successful crossing of the lesion. Due to the tightness of the stenosis, the treatment caused the patient's blood pressure to drop, which led to discomfort. Therefore, the physician limited each treatment to 5 to 10 seconds, and prolonged rest intervals, proceeding with great caution. After approximately 10 low speed treatments, the critical segments in the patient's anatomy were adequately modified. However, during the final low speed backward treatment, the oad suddenly fractured at the proximal connection of the oad crown. In addition, the viperwire fractured in-vivo. The fractured portion caused a mild perforation, but the patient remained stable. A covered stent was deployed to seal the perforation and capture the fractured components. The procedure was successfully completed. The patient was in stable condition. The blood pressure dropped due to the lesion being very tight and the oad crossing the lesion. It was unknown what led to the oad and viperwire fracture, they both happened simultaneously. In the physician's opinion, the long-term risk to the patient was believed to be minimal.